Event description:
It was reported that the customer had low blood glucose readings of 48 mg/dl and 61 mg/dl. Customer stated that they were not on the insulin pump as they will be going to training and are currently treating with manual injections. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.